Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30642646l and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a cardiab ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that there was no complaint during the procedure but that as they were completing the procedure a complication occurred. After the catheters were pulled, the patient¿s blood pressure decreased, and a pericardial effusion was noted. Prior to noting the pericardial effusion, ablation had already been performed. The patient was punctured and stabilized. The patient did not experience a post-op device malfunction. The patient experienced an adverse event. The patient did not require revision surgery or hardware removal. Medical intervention to address pericardial effusion had to be done, as was noted above puncture of the heart on the table. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related; he was not sure why it happened but he does not think it has anything to do with bw products. The patient outcome of the adverse event was reported as fully recovered with no residual effects. Intervention provided for the arrythmias was pulmonary vein isolation and (pvi) and cavo tricuspid isthmus (cti). A transseptal puncture was performed. There was no evidence of steam pop. The event occurred after the sheath was pulled out. An irrigated catheter was used in the event, the flow setting was 15ml. Correct catheter settings were selected on the smartablate generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. All of the following force visualization features were used: graph, dashboard, vector, and visitiag. The parameters for stability used with the visitag module were 3mm range, 3sec, 25 force over time (fot), 3mm tag size. No additional filter was used with the visitag. Ablation index (ai) color option was used prospectively.